Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure with a dexcom g7 continuous glucose monitor (cgm) sensor, confirmed after verifying the pairing code, and pairing was reattempted successfully with a new sensor; the event aligned with an intermittent communication failure associated with the electrical/antenna component of the system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the device component implicated in the electrical and antenna subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.